Manufacturer narrative:
Device evaluation visual inspection: the hawkone was inspected and found the distal assembly was fractured apart. The fracture occurred at the proximal end of the coiled housing where the coils start and distal the anchor pockets. The proximal segment of the hawk one was inspected. The cutter was identified at the distal rim of the radial fracture face of the housing. The distal segment which had fractured off remained partially loaded over a 0.013" gw. The gw was torn at the proximal end and flapped distally with the gw bent. A curvature of the guidewire was noted proximal to the hawkone housing. The proximal edge of the housing showed dried blood within the housing. The tecothane remained in tact with rounded edges. The platinum iridium from the coil was stretched out proximally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a hawkone device with a .014¿ guidewire and a non-medtronic 7fr sheath to treat a moderately calcified plaque lesion in the right mid popliteal artery with 80% stenosis. Vessel is moderately tortuosity. The IFU was followed. Moderate resistance was felt during the withdrawal of the device and the tip separated at the hinge pin. The nosecone separated from the device. The guide wire neither prolapsed nor caused tip to damage or embolise during procedure. The sheath, guidewire and tip were removed together, and the procedure was aborted. There was no injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.